Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported that there was no infection. The area of concern was not felt to be related to the implant. The implant was not removed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0zsu2, implanted: (B)(6) 2015, product type: lead.

Event description:
A manufacturing representative (rep) reported that a patient was having pain 4cm to implant. They didn't think it was device related, but radiology cultured and said it is an infection. The device was turned off and it would be explanted on friday, (B)(6) 2016. The rep noted the patient symptoms are doing well. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.